Event description:
Reporter stated that customer received the following results on 2 different meters within 3 minutes: 39 mg/dl (mobile system 1) and 211 mg/dl (mobile system 2). Customer took insulin based on the 211 mg/dl result. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for mobile system 2. (B)(4).